Event description:
Patient presented to the physician with pain radiating in the chest around the ipg site when using inspire therapy. Physician brought the patient into the operating room and replaced the sensing lead and ipg. This resolved the issue.